Event description:
The customer reported that following a diagnostic catheterization/radiology procedure, a vasoseal vhd kit size 5 was deployed. While inserting the collagen plug into the sheath, the deployer felt resistance due to a kink in the sheath. The deployer pushed against the kink and the sheath broke off. Less and than half of the sheath remained in the pt's tissue tract. No intervention was required and the pt was discharged. At three weeks post deployment, no pt complications have been reported.